Event description:
The facility biomedical engineer reported the system was unable to deliver cautery at a low temperature and displayed a system message during the case. The surgeon switched from cautery to laser to complete the case. The patient is doing well.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The data and power cables were replaced and will be sent for in-house evaluation. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).